Manufacturer narrative:
Sections with additional information as of 14-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 126, 191, 163 and 177 mg/dl. Customer stated the results were higher compared to another device; actual meter to meter comparison results were not provided. The customer¿s expected pm fasting blood glucose test result range is 85-139 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/17/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 126 mg/dl date: 2/27 time: 12:17pm fasting. Result 2: 191 mg/dl date: 2/26 time: 10:59pm fasting. Result 3: 163 mg/dl date: 2/26 time: 6;34pm fasting. Result 4: 177 mg/dl date: 2/26 time: 1:47pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 03-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products tested within range.